Event description:
Complainant alleged that while attempting to treat a pt the device was unable to obtain an ECG signal. Complainant indicated that the clinician obtained another device and another set of electrode pads to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Please reference medwatch 1218058-2015-00023 for the first set of electrodes in this pt event.

Manufacturer narrative:
The electrodes were returned to zoll for evaluation. Visual examination found a broken electrode wire, as well as a modest amount of hair on the electrode adhesion. We were not able to establish how the electrode wire had become disconnected- pre or post event. Our evaluation determined that the customer's report was likely caused by hair on the electrode pad. Zoll recommends properly prepping the patient prior to the application of electrode pads. Failure to due so can result in poor electrode to patient coupling. The electrodes were scrapped subsequent to testing. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.